Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: 'the receding cannula of a v-v-ECMO placed on (B)(6) 2016 showed a leakage. Blood escapes from the end of the cannula to the attached 3/8 connector. Estimated volume: approx. 1-2 ml / h.' (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product for manufacturer investigation but product was not return to manufacturer since the product has a risk of infection. Device history record of the complained lot has been investigated and no abnormality was found. Based on the information given by hospital, the product is placed on oct. 15,2016, date of event is (B)(6). According to the IFU, ¿the maximum duration of use for the hls cannula with bioline coating in combination with pls set, hls set or hls set advanced from maquet is 30 days. ¿an internal clinical assessment has been performed based on the received complaint report. The known information about this complaint unfortunately do not allow an assessment. The failure as it described in the report states a leakage of the cannula device. As the affected device is not available for investigation a device malfunction cannot ruled out. Furthermore we have no information about the determinants of application, e.g. Line pressure or achieved flow as the finding appeared. Therefore we do not know to what extent the device has been used within intended use boundaries. Based on that no appropriate assessment can be addressed. There were no pictures about the complaint and the sample was not returned to us for investigation and the provided information with the complaint wasn¿t enough to determine the exact root cause. Based on this, a confirmation of the failure based on previous complaints is not possible, and there is no systemic issue indicated. A trend search has been performed (search for material (B)(4) and issue: (B)(4)connector) which came to following results: no additional complaint was recorded. The data is also being handled through a designated maquet trending and applicable investigation process.

Event description:
(B)(4).